Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that during an emergency room (ER) visit, the health care professional (hcp) called technical services (ts) for consult review to confirm device operation. Upon review, the presenting electrogram (egm) showed this right ventricular (rv) lead exhibit loss of capture (loc). No adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that during an emergency room (ER) visit, the health care professional (hcp) called technical services (ts) for consult review to confirm device operation. Upon review, the presenting electrogram (egm) showed this right ventricular (rv) lead exhibit loss of capture (loc). No adverse patient effects were reported. This rv lead remains in service. Subsequent additional information was received that reported a lead revision procedure was performed. The rv lead was revised successfully. No additional adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.